Event description:
The following has been alleged by the patient: on (B)(6) 2009 - the patient was implanted with a bard ventralex patch for peri-umbilical hernia repair. Post operatively the patient did well; there were no complications. On (B)(6) 2009 - the patient noticed distension around her umbilicus and experienced constipation. She did not seek medical treatment. On (B)(6) 2013 - the patient underwent hernia repair surgery for a recurrence of her hernia and was implanted with a non-bard device. It is unknown to the patient if the bard ventralex patch was explanted during this procedure.

Manufacturer narrative:
The information that has been provided is limited and does not include product identifiers. Without a lot number a review of the manufacturing could not be conducted. Additionally, recurrence is a known possible adverse reaction listed in the IFU. Additional information has been requested. Based on the information provided we are unable to determine to what extent, if any, a bard device may have caused or contributed to the events as alleged. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.